Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports in process of utilizing headlight during surgery when light source generator (mlx) began spewing flames from the air fan opening and replaced with a functional one.

Manufacturer narrative:
On 12/6/17 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis,- visual inspection: power input module, line filter and ferrite wiring burnt out/ damaged. Functional test:: power supply, lamp module and fans are working fine. Unit can be powered on with tested device. Parts need to be replaced with related hardware. Device history record reviewed, no abnormalities related to the reported failure. Conclusion: the root cause was not conclusively determined.